Manufacturer narrative:
The service engineer (se) confirmed the customer's problem (low leak-co2 rebreathing risk). The device was tested in the diagnostic mode; it was reported that the air delivery flow accuracy test verified the accuracy of the air flow sensor, and the function of the blower. The se noted that the flow sensor assembly was replaced. The device was then returned to full functionality.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak-co2 rebreathing risk alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a sensor that failed. It was recommended to replace the flow sensor assembly. Additional details were obtained during follow up with the key market, it was reported that the device displayed a low leak-co2 rebreathing risk alarm. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).